Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of broken tubing which resulted in high blood glucose reported over 500 mg/dl leading to hospitalization on (B)(6) 2025. The duration of stay was more than 24 hours. Insulin was administered using injections at the hospital. Patient reported symptoms of feeling sick, unwell, headache and tired. Patient was also tested positive for ketones. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated. The reference samples for the lot 6008601 have been tested in trackwise record (B)(4) on 15-jul-2025. Test results: the reference samples were visually inspected, flow tested and leak tested. All test results were within specifications as per the test report (B)(4) complaint test report. Device history record (DHR) review: the lot 6008601 was manufactured according to work instruction (wi) 80 appendix 1 batch card for production of packaging room on 25-sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 10-jul-2025 against malfunction code crack/split tubing and lot 6008601, with no trend identified. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.